Event description:
It was reported that the programmer incurred an error message when booting up. The service disk did not correct the issue. The programmer will be returned for service. No patient involvement or complications have been reported as a result of this event. It was further reported that the programmer had been returned.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed that the programmer boots up with an error, the printed circuit board was out of specification. It was also noted that the power cord bay door had broken tabs and the electrocardiogram (ECG) connector was loose on the link electronic module (lem) circuit board, and the programmer hinge plate was damaged. (B)(4)

Event description:
It was reported that the programmer incurred an error message when booting up. The service disk did not correct the issue. The programmer will be returned for service. No patient involvement or complications have been reported as a result of this event. It was further reported that the programmer had been returned.